Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is hearing an alert every evening. The left ventricular lead has known undefined impedance and that alert has been programmed off. It was noted from a clinical data review that the alert was a reed switch notification. A magnet field is strong enough to activate this alert. The information was indicative of use of a magnet or a magnet source. The lead and the device remain in use. No patient complications have been reported as a result of this event.